Event description:
It was reported that one onyx trucor coronary drug eluting stent deformed in vitro during prep. A tear in the stent packaging was re ported. There were no issues noted when removing the device from the hoop/tray. The device was inspected prior to use with no issues. There was no patient involved.

Manufacturer narrative:
Product analysis: the device was returned for complaint investigation. The shelf carton and product pouch were returned; a slight tear was noted on the inner flap. No issues noted with the product pouch. Blood/contrast was present on/inside the balloon and the stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to deformation, the stent did not meet the visual acceptance criteria. Deformation was observed on the mid, with struts raised. Slight deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.